Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery. Customer stated that insulin does not exit the tubing at prime. The customer changed the set and in one day received a no delivery alarm. Customer stated that because of the no deliveries, they have experienced high blood glucose. Customer's blood glucose was 23 mmol/l; treated with manual injections. Current reading was 13 mmol/l. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer declined to check the cannula and perform the high pressure test. Bolus history displays all entries. Customer was unable to troubleshoot for no delivery alarms and stated that the alarm was resolved by a complete infusion set and reservoir change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.